Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system on (B)(6) 2006. It was reported that the pt could not increase the stimulation on both of her two programs and the perception line automatically decreased. An appointment had been made for reprogramming to resolve the issue. No further info is available at this time.